Manufacturer narrative:
08-jan-2018 product investigation results: the reporter returned toothbrush head on 02-jan-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]. Toothbrushes breaking, brush broke off while brushing teeth [device breakage]. Product counterfeit [product counterfeit]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on 14-sep-2017 that recently when brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean had been breaking. The consumer reported he/she did not pay attention to the first and second ones, but last week a brush broke off while brushing his/her teeth and he/she almost choked. The case outcome was recovered. Relevant history: the consumer reported he/she had been a satisfied user of the braun/oral b electric toothbrush for years, and had also bought the original attachments for years and never had any problems. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost choked [choking sensation]. Toothbrushes breaking, brush broke off while brushing teeth [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that recently when brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean had been breaking. The consumer reported he/she did not pay attention to the first and second ones, but last week a brush broke off while brushing his/her teeth and he/she almost choked. The case outcome was recovered. Relevant history: the consumer reported he/she had been a satisfied user of the braun/oral b electric toothbrush for years, and had also bought the original attachments for years and never had any problems. No further information was provided.